Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values 10 days after the sensor was inserted in the abdomen. The patient reported he had lost consciousness due to a hypoglycemic event during which he was no longer wearing a cgm sensor due to a delayed shipment. On (B)(6) 2023 around 09:27pm the patient had eaten dinner and applied 15 units of novolog as per his regular insulin treatment. The cgm session expired at 09:30pm and the last reading from the cgm was 157 mg/dl. As the patient no longer had any sensor to use due to a distributor shipments issue, no new sensor session was started. The patient went to sleep that night around 11:00pm. At around 1:20am the patient´s wife tried to wake the patient up as he was lying on the floor and noticed that he had lost consciousness. Emergencies were called, and the patient arrived at 01:30am, and a fingerstick was taken, and the blood glucose reading was 40 mg/dl. Intravenous treatment with glucose was started but as the blood glucose level dropped to 16 mg/dl, the patient was brought to the hospital. The paramedics kept checking his blood glucose reading every 5 minutes and when the patient arrived at the hospital the blood glucose reading was around 20 mg/dl. The patient said when he arrived at the hospital, the blood glucose reading was 16 mg/dl and he had to be fixed due to muscle spasms. An unknown time after being in the hospital the blood glucose reading was 96 mg/dl. No further treatment besides the intravenous sugar was reported, and the patient was discharged at 08:00am on (B)(6) 2023. Of note the blood glucose reading would have been around 120-180 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined.there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.